Event description:
It was reported that there was a particulate matter (pm) inside the sterile fluid pathway of an amia cassette. It was further reported that the box of cassettes was infested with tiny red ants and it was observed that the ants were inside the individual packaging of the cassette. This was identified before use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: initial reporter e-mail: (B)(6). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.